Manufacturer narrative:
Batch review performed on 05 october 2020. Lot 120151: (B)(4) manufactured and released on 15-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 7 years and 10 months after primary. The surgery was completed successfully.